Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017 due to cramping, diarrhea, and vomiting. The cause of death was unknown to the doctor but the certificate indicated it was heart related. The caller stated that the customer had gall bladder issues, stomach problems, pneumonia, and kidney issues that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 48 hours prior to passing at the hospital as they wanted to manage the customer's blood glucose. The customer was not using sensors. The caller believed that the diarrhea, stomach cramps, and vomiting were caused by pump therapy, but the hospital believed it was due to the customer's gall bladder. The caller declined to return the insulin pump for analysis. The reservoir will not be returned for analysis.